Event description:
Clinical study. It was reported that during a coronary stenting treatment procedure there was balloon withdrawal resistance. The lesion being treated was a 2.75mm; 70% stenosed, 15mm long; mildly calcified portion of the proximal right coronary artery (prox rca). The physician predilated the lesion using a 2.5x20mm maverick balloon. A disection occured. The physician successfully placed a 2.75x16mm taxus liberte' stent. Balloon withdrawal resistance was observed. The physician also placed a 2.50x20mm taxus liberte stent in the distal right coronary artery and a 2.25x20mm taxus liberte' stent in the 1st obtuse marginal. There were no further complications. The patient was discharged the next day on plavix and aspirin.

Manufacturer narrative:
The manufacturing records for the batch have been reviewed and no issues or discrepancies were found. The record review confirms that the device met all material, assembly, and performance specifications. The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The cause of the difficulties experienced during the procedure could not be determined. Product unavailable for analysis.